Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels. Cause was not known. Customer had attempted to address the issue by blousing via the pump and manual insulin injections. On (B)(6) 2026 the customer went to the emergency room and was subsequently hospitalized with a bg of 400 mg/dl and was in diabetic ketoacidosis. Reportedly, the customer fell and broke their nose. Customer was treated with intravenous fluids of saline, insulin, and potassium. Treatment resolved the issue and there was no permanent damage. The customer was released from the hospital on (B)(6) 2026.